Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No injury or medical intervention was reported. No data was available for evaluation. The confirmation of the complaint and a root cause could not be determined.